Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-6- passed expiration date.

Event description:
Consumer reported complaint for lo blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of lo.the expected fasting blood glucose test result range is 89-137mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/27/2016 (expired) and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : lo date: (B)(6) 2017 time:12:35pm fasting, result 2 : lo date: (B)(6) 2017 time:12:32pm fasting, result 3 : lo date: (B)(6) 2017 time:12:29pm fasting, result 4 : lo date: (B)(6) 2017 time:12:27pm fasting, result 5 : 98mg/dl date: (B)(6) 2017 time: 11:03pm fasting.